Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the programmer reported that the pulse generator exhibited back-up vvi operation. It was also reported that the patient had undergone radiation treatment for prostate cancer in may. After a software download and device reprogramming, the device resumed normal function. The patient would continue to be monitored normally.